Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been received by orthofix srl. Unfortunately the lot number has not been made available and therefore it is not possible to perform the verification of the historical data. Technical evaluation: the technical evaluation of the device involved will be performed as soon as the device becomes available. Medical evaluation summary: the information made available on the case was sent to out medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. Orthofix srl has requested further information on the event such as device batch number, if the fixator was removed as planned, when and how exactly the fixator broke, patient's information and current health conditions. This information has not yet made available. Orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code m403 lot b130 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device list. Technical evaluation: the returned device, was received by orthofix (B)(4) quality engineering department on 05/27/2015. The technical evaluation of the device involved is currently ongoing. Medical evaluation summary: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. Orthofix (B)(4) has requested further information on the event such as if the fixator was removed as planned, when and how exactly the fixator broke, patient's information and current health conditions. This information has not been made available. As soon as further information and/or the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr. (B)(6). Condition: patient was being treated for: club hand. Problem observed during: into treatment/post-operative. Type of problem: device functional problem and clinical (patient) problem. Event description: fixator broke while patient was wearing it. The complaint report form indicates: adverse effects on patient: unknown at this time; if an additional surgery is required is not yet determined. On 04/10/2015 the distributor sent the following further information: "I had to send new fixator and tray for revision now scheduled for the (B)(6)." On 04/14/2015 the distributor sent the following further information: "patient has two mini-fixators on each hand. Not sure which one broke. One surgery was done on (B)(6) 2014 and the other in (B)(6) 2015 not sure on specific date. Per physician the mini-fixator broke at the welt that attaches to the level/turn buckle during extraction. No known ae's to patient. No information as how it broke. Dr. (B)(6) will return broken fixator to tm. No lot number available at this time. Tm will return the device once he receives it from physician." On 04/27/2015 the distributor sent the following further information: "the patient has one fixator on each hand. The representative was not sure which fixator broke if it was the right or left hand. They were placed to correct a deformity/contracture." On 06/08/2015 the distributor sent the following information: "I made several attempts and did not receive any additional information you requested from the representative". (B)(4).

Manufacturer narrative:
Technical evaluation: the returned device, received on (B)(6) 2015, was examined by orthofix srl quality engineering dept. The device was subjected to visual and dimensional check. The visual check evidenced that the returned device is broken. The dimensional check did not evidence any anomalies. It was not possible to perform the functional check as the device was broken. Orthofix failure analysis concluded that the dimensions of the parts involved in the breakage met the specifications. The failure occurred is most likely application related. All the information that we have at present is as follows: a patient had 4 minifixator frames applied, 2 on each hand; we have no information about the intended use of these devices; one minifixator broke at some stage in treatment; a new fixator is to be applied on the (B)(6) april or may. In order to process this complaint need more information. The numbers of fixators in use has decreased to two, and they were being used to treat a deformity. We need to know how they were applied and when they broke in relation to the original surgery. The technical analysis shows that this minifixator failed at the base of one of the arms. It has been confirmed that all of the devices in this lot of production were within dimensional and quality specifications. We have no information at all about how this fixator was applied and the indication. We can only assume, as before, that the indication caused this fixator to be loaded beyond its design specifications, causing the failure. Without more information about the application no further comment is possible. Based on the results of the technical evaluation performed on the returned device, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is most likely application related. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lot. Orthofix srl has requested further information on the event such as if the fixator was removed as planned, when and how exactly the fixator broke, patient's information and current health conditions. This information has not been made available. Should further information become available, orthofix srl will promptly re-open the investigation. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr (B)(6). Condition patient was being treated for: club hand. Problem observed during: into treatment/post-operative. Type of problem: device functional problem and clinical (patient) problem. Event description: fixator broke while patient was wearing it. The complaint report form indicates: adverse effects on patient: unknown at this time; if an additional surgery is required is not yet determined. On (B)(6) 2015 the distributor sent the following further information: "I had to send new fixator and tray for revision now scheduled for the (B)(6)." On (B)(6) 2015, the distributor sent the following further information: "patient has two mini-fixators on each hand. Not sure which one broke. One surgery was done on (B)(6) 2014 and the other in (B)(6) 2015 not sure on specific date. Per physician the mini-fixator broke at the welt that attaches to the level/turn buckle during extraction. No known ae's to patient. No information as how it broke. Dr (B)(6) will return broken fixator to tm. No lot number available at this time. Tm will return the device once he receives it from physician." On (B)(6) 2015 the distributor sent the following further information: "the patient has one fixator on each hand. The representative was not sure which fixator broke if it was the right or left hand. They were placed to correct a deformity/contracture." (B)(4).